Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of leakage and splash out could not be verified due to the product not being returned for failure investigation. Device history record review for model me1032 lot number 22029602 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that blood and saline leaked from the bd maxguard¿ extension set after attaching the stopcock, getting onto the echo keyboard and technician's forehead. The following information was provided by the initial reporter: "IV place for bubble study and definity. IV was place left hand, patient tolerated well. Bd maxguard extension set... Was attached along with discfix 3-way stopcock. IV flushed well, however when pushing agitated normal saline after attaching 3-way stopcock ns mixed with patient blood spilled out of the IV extension getting echo keyboard wet and echo tech xxx reported he felt a splash on his forehead/face. Replaced bd maxguard extension set and discfix 3-way stopcock, IV still with good flush. And with new extension bubble study and definity study was able to be completed. Patient tolerated study well, removal of IV was done by me (xxx). Xxx notified rn about incident who informed supervisor."

Event description:
It was reported that blood and saline leaked from the bd maxguard¿ extension set after attaching the stopcock, getting onto the echo keyboard and technician's forehead. The following information was provided by the initial reporter: "IV place for bubble study and definity. IV was place left hand, patient tolerated well. Bd maxguard extension set... Was attached along with discfix 3-way stopcock. IV flushed well, however when pushing agitated normal saline after attaching 3-way stopcock ns mixed with patient blood spilled out of the IV extension getting echo keyboard wet and echo tech xxx reported he felt a splash on his forehead/face. Replaced bd maxguard extension set and discfix 3-way stopcock, IV still with good flush. And with new extension bubble study and definity study was able to be completed. Patient tolerated study well, removal of IV was done by me (xxx). Xxx notified rn about incident who informed supervisor.".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.